Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states that the chair was sent back in to have recline added and the back cane is loose...missing hardware. MDR filed.